Event description:
Same case as 1527460-2011-00100. The complainant reported an over-delivery. The pt received a 300 ml feeding within 15-20 minutes; however, the feeding rate was not provided.

Manufacturer narrative:
(B)(4). The device reported, list number 55238, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.